Manufacturer narrative:
A review of the system logs for the sureform stapler 60 associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the sureform 60 stapler (part # 480460-07/lot # t10190404-0075) fired 6 blue reloads. All firings were completed per the logs. First and 4th firing had one pause for compression during firing. All others had zero pauses during firing. There were no incomplete clamps on any install. A review of the instrument log for the sureform 60 stapler (part # 480460-07/lot # t10190404-0075) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2020 on system sk1849. The alleged event occurred on 1st use of the instrument. The customer continued to use the instrument after the reported incident occurred. No further issues were reported with the sureform 60 stapler after the first firing. There are 6 uses remaining.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the stapler instrument or the reload in order to perform failure analysis. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted when the stapler and the reload will be returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history identified no additional complaints for the stapler reload. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the fragment appears to be similar in size to the piece broken off from the proximal fin feature on the stapler reload. This may be related to the installation of the reload, if the jaws are closed before the reload is fully seated, the proximal fin may not be properly aligned with the knife slot on the anvil. This can crack the proximal fin and during firing, as the I-beam pushes the reload components forward, the fragment could become separated from the fin. The batch sequence # and the system # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon fired the first sureform stapler reload (blue) and noticed a blue piece sitting on the stomach. The piece came from the reload and was retrieved with a back-up instrument during the same procedure. The fragment fell inside the patient while the surgeon was stapling the stomach. There was no instrument tip/accessory collision. The instrument wrist was straighten upon removal. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: during a sleeve gastrectomy procedure a part of the stapler reload sheered off during the first fire. The fragment was retrieved using a laparoscopic instrument. The surgeon selected this blue reload because of stomach tissue thickness. The tissue was not calcified or exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or tissue bunching. The procedure was completed robotically.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.